Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the forceps elevator burn was use of a high-energy treatment tool (high frequency, etc.) Without ensuring a sufficient distance from the tip and the additional malfunction identified during the investigation is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited peeling adhesive around the light guide lens, and the forceps elevator was burned. There was no patient involvement.